Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 900 mg/dl. Reportedly, the cause was the pump, however the customer could not identify any noticeable issues. The customer attempted to address the elevated bg by delivering multiple correction boluses. The customer was subsequently hospitalized where an insulin drip and manual injections were administered to address the high bg. Reportedly, the customer was released from the hospital on 11/11/19 with the issue resolved, and no permanent damage. Although it was requested by tandem technical support, the customer declined to perform a system check.